Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the pacemaker leads were tested and were functioning appropriately. The right ventricular lead was plugged into the new pacemaker and began exhibiting high out of range lead impedance and loss of capture. The physician tested the pacemaker leads and pacemaker header and found that there was a possible anomaly with the right ventricular lead port. A different pacemaker was then used to complete the procedure without further incident. There were no adverse consequences to the patient.